Event description:
Consumer stated he purchased your grind guard from (B)(6). For 3 nights the pain increased more and more everyday. He had jaw pain, neck pain, ear pain and pain in his teeth. He stated that he is hoping the pain left behind from this product isn¿t permanent because de doesn't have good insurance coverage. Please help me with this because its very hard to work and do everyday tasks when you are in this much pain (B)(6) 2018-consumer updated ranir that one of my teeth now feel lose as a result of the product and asked for the claims department.